Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported by the patient that they had "a bacteria buildup" and their implantable cardioverter defibrillator (ICD) system was removed approximately six weeks after implant due to infection. Follow up revealed the patient had vegetation on the lead that was extracted. No further patient complications have been reported as a result of this event.